Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per IFU: an electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. As per patient manual - all connectors should be handled with care and kept free of liquid, dust and dirt. Do not pull, twist or kink the driveline or power cables, especially while sitting, getting out of bed, adjusting controller or power sources, or when using the shower bag. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was admitted to the hospital for observation after he had an electrical fault. Log files were sent and indicated that the patient was operating on a single stator. Rear motor stators were likely shorting. A driveline sheath repair was successfully performed. The patient remains stable with no issues in the hospital. The patient denied trauma or issues to driveline. Site of old driveline repair was intact about 4 inches from driveline site. Investigation is ongoing.

Manufacturer narrative:
The driveline was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed electrical fault alarms of type sys_rear_over_current_trip, indicating that the rear stator wires had likely shorted and that the pump was operating on the front stator only. On-site inspection of the driveline cable revealed a torn outer sheath as well as wire insulation damage on the red and green wires. A driveline sheath repair was performed and the wires were wrapped in with silicone tape which resolved the alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the electrical fault alarms are wires on the rear stator shorting due to the confirmed damage to the wire insulation. The most likely root cause of the electrical fault alarms are wires on the rear stator shorting due to the confirmed damage to the wire insulation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.